Event description:
A clinic manager reported a bloodline leak associated with a hemodialysis (hd) treatment. In a follow-up, the manager verified there was no patient injury, adverse events, or medical intervention required as a result of this event. The event happened at the end of the treatment. The break was on the venous line. Fresenius bloodlines were being used. The patient estimated blood loss was 200ml. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation. The tracking number was verified and no information was found that the customer sent the sample. At this time a search in the product system was performed to verify product availability for alternate samples at the distribution centers. According to the system no product is available of the lots delivered to the customer, on distribution centers to be analyzed. The entire lots have been sold and distributed. Since the complaint sample is not available neither photos or videos were provided for evaluation and during the DHR (device history record) review of the lots involved does not show any non-conformances, deviations or associated rework related to the alleged complaint description, could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic manager reported a bloodline leak associated with a hemodialysis (hd) treatment. In a follow-up, the manager verified there was no patient injury, adverse events, or medical intervention required as a result of this event. The event happened at the end of the treatment. The break was on the venous line. Fresenius bloodlines were being used. The patient estimated blood loss was 200ml. The device is available to be returned to the manufacturer for evaluation.